Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was about 140 mg/dl. Customer declined troubleshooting assistance. Customer stated that everything was fine. Customer was advised to monitor the system. No additional information provided.